Event description:
I received lasik surgery at the (B)(6) in 2009. This surgery corrected my eyesight and allowed me to read without the aid of glasses. Ever since the surgery, all light sources I see at night have a large 'halo' glow around them. Since mid 2013, I have been using reading glasses to read as I can no longer differentiate certain letters from one another with the aid of glasses. I have seen eye doctors but they all claim I do not need reading glasses and yet I can't read without them. My eyesight continues to worsen. I now find it difficult to read anything without the aid of a light in addition to glasses. I am not sensitive to light. Quite the contrary, I find that the ambient light inside of most buildings inadequate for me to see properly. Date the person first started taking or using the product: (B)(6) 2009. Eyesight correction.